Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) has reported via a fisher & paykel healthcare (f&p) field representative that a bc191-05 flexitrunk nasal tubing was found leaking at the connector. There were no reported patient consequences.